Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a femur repair surgery on a canine, it was observed that the small battery drive device was making a high pitched squealing noise. There were no delays to the planned surgical procedure as a spare device was available for use. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had a high pitch, no oscillation, and the reverse trigger was sticky. Therefore, the reported condition was confirmed. It was further reported that the motor and the electronic control unit (ecu) were not working properly and the gears and bearings were rusty. The assignable root cause was determined to be due to wear on mechanical and electronic components from repeated sterilization and normal use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.